Event description:
The manufacturing representative reported after implant, the settings on the stimulator were turned up very high which depleted the battery in under 8 weeks of initial implant. The patient first started experiencing the depleted battery "about 30 days prior." At a checkup appointment, the battery was not being picked up. No symptoms were associated with the event. No additional actions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.